Manufacturer narrative:
The device has been returned and evaluated by product analysis on 01/30/2015 with the following findings:there was no pump data from the time of the event due to continued patient use. A review of the total daily dose history for the available date range showed that the daily insulin delivery totals correctly reflected the user programmed basal rates. No alarms or pump conditions indicating a malfunction were recorded in black box or alarm history. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. Unrelated to the complaint, the display screen was found to be discolored with a pinkish contrast and the battery compartment was observed to be cracked between the bumper pad and case cover.

Event description:
The reporter contacted animas on (B)(6) 2012 reporting that the patient had low blood glucose over the past two weeks and experienced a blood glucose level as low as 49 mg/dl with tiredness, irritability, shakiness, and hunger. The patient was reportedly treated with glucose tabs and the blood glucose resolved to normal range. The reporter stated that the pump was not being implicated in the low blood glucose and that the patient sometimes went through this. The reporter stated that the patient was meeting with a health care provider on a weekly basis to adjust the pump settings. The reporter declined to review the pump as the pump was not being implicated. This report is made based on the allegation that the patient experienced hypoglycemia related to a need for settings adjustment.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.